Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level (522 mg/dl). An insulin injection was administered to treat the bg. The customer performed a pump reset and resumed insulin therapy successfully.